Event description:
It was reported that during an interventional procedure to the heavily tortuous, distal right coronary artery with 99% stenosis and heavy calcification, the 3 x 18 mm promus rx stent delivery system did not cross the lesion. Two more wires were used along with a non-abbott straight guiding catheter to aid the advancement, but the device could not cross. After the device was removed from the anatomy, the stent was noticed to be loose on the balloon. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guiding catheter - st01. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The customer reported the device as discarded. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). The device did not return for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot for stent movement/dislodgement. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.

Event description:
Subsequent to the initial medwatch report, the target lesion was treated with balloon angioplasty with a non-abbott 2.75x15 balloon catheter at 18 atmospheres.